Event description:
It was reported that pump time was incorrect and caller needed help updating time and personal settings. There was no adverse impact to the customer's blood glucose level. Customer worked with support to update pump time, was advised to monitor for future time discrepancies greater than 5 minutes, and was instructed to follow up if issue recurred, which customer understood and acknowledged.